Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained, and transseptal puncture (tsp) was performed successfully using the versacross connect (vcc) transseptal access system and watchman trusteer access system (was), though there was slight difficulty achieving optimal positioning on the septum. The left atrium (la) was accessed, and a pigtail catheter was inserted. A 31mm watchman flx pro closure device and delivery system (wds) was advanced into the laa. The wds did not fully expand initially, and a gentle tug was performed to facilitate expansion, after which the device expanded appropriately. The wds failed the initial anchor-engagement tug test, moving proximally, so it was fully recaptured and redeployed in an improved position. Wire bias was present due to the angle of approach, causing the wds to tug prematurely toward the ventricle when the sheath was retracted, though no complications were noted. The wds required several coaxial tugs to correct face inversion. Anchor engagement was ultimately achieved, the device passed the tug test, and the face inversion was accepted. The closure device was subsequently released and implanted. Toward the end of the procedure, a pe was noted on tee imaging, and it was monitored for approximately thirty (30) minutes, and no changes were observed. No medical or surgical intervention was required. The patient was admitted for observation to monitor the effusion. The patient remains hospitalized.

Manufacturer narrative:
B5: information added. H6 patient codes added: pericarditis and cardiac arrest.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained, and transseptal puncture (tsp) was performed successfully using the versacross connect (vcc) transseptal access system and watchman trusteer access system (was), though there was slight difficulty achieving optimal positioning on the septum. The left atrium (la) was accessed, and a pigtail catheter was inserted. A 31mm watchman flx pro closure device and delivery system (wds) was advanced into the laa. The wds did not fully expand initially, and a gentle tug was performed to facilitate expansion, after which the device expanded appropriately. The wds failed the initial anchor-engagement tug test, moving proximally, so it was fully recaptured and redeployed in an improved position. Wire bias was present due to the angle of approach, causing the wds to tug prematurely toward the ventricle when the sheath was retracted, though no complications were noted. The wds required several coaxial tugs to correct face inversion. Anchor engagement was ultimately achieved, the device passed the tug test, and the face inversion was accepted. The closure device was subsequently released and implanted. Toward the end of the procedure, a pe was noted on tee imaging, and it was monitored for approximately thirty (30) minutes, and no changes were observed. No medical or surgical intervention was required. The patient was admitted for observation to monitor the effusion. The patient remains hospitalized. It was further reported the patient did end up developing cardiac tamponade the same night of the index procedure, and required a pericardiocentesis. The patient is stable, however remains hospitalized. It was further reported the patient was discharged. It was further added that the patient also experienced cardiac arrest and pericarditis intra/post procedure.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained, and transseptal puncture (tsp) was performed successfully using the versacross connect (vcc) transseptal access system and watchman trusteer access system (was), though there was slight difficulty achieving optimal positioning on the septum. The left atrium (la) was accessed, and a pigtail catheter was inserted. A 31mm watchman flx pro closure device and delivery system (wds) was advanced into the laa. The wds did not fully expand initially, and a gentle tug was performed to facilitate expansion, after which the device expanded appropriately. The wds failed the initial anchor-engagement tug test, moving proximally, so it was fully recaptured and redeployed in an improved position. Wire bias was present due to the angle of approach, causing the wds to tug prematurely toward the ventricle when the sheath was retracted, though no complications were noted. The wds required several coaxial tugs to correct face inversion. Anchor engagement was ultimately achieved, the device passed the tug test, and the face inversion was accepted. The closure device was subsequently released and implanted. Toward the end of the procedure, a pe was noted on tee imaging, and it was monitored for approximately thirty (30) minutes, and no changes were observed. No medical or surgical intervention was required. The patient was admitted for observation to monitor the effusion. The patient remains hospitalized. It was further reported the patient did end up developing cardiac tamponade the same night of the index procedure, and required a pericardiocentesis. The patient is stable, however remains hospitalized. It was further reported the patient was discharged.

Manufacturer narrative:
Medical media was provided to boston scientific. The provided medical media is related to pericardial effusion and does not appear to depict any unrelated device or user related allegations. No further review was performed.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade. H6 impact code added: additional device required.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained, and transseptal puncture (tsp) was performed successfully using the versacross connect (vcc) transseptal access system and watchman trusteer access system (was), though there was slight difficulty achieving optimal positioning on the septum. The left atrium (la) was accessed, and a pigtail catheter was inserted. A 31mm watchman flx pro closure device and delivery system (wds) was advanced into the laa. The wds did not fully expand initially, and a gentle tug was performed to facilitate expansion, after which the device expanded appropriately. The wds failed the initial anchor-engagement tug test, moving proximally, so it was fully recaptured and redeployed in an improved position. Wire bias was present due to the angle of approach, causing the wds to tug prematurely toward the ventricle when the sheath was retracted, though no complications were noted. The wds required several coaxial tugs to correct face inversion. Anchor engagement was ultimately achieved, the device passed the tug test, and the face inversion was accepted. The closure device was subsequently released and implanted. Toward the end of the procedure, a pe was noted on tee imaging, and it was monitored for approximately thirty (30) minutes, and no changes were observed. No medical or surgical intervention was required. The patient was admitted for observation to monitor the effusion. The patient remains hospitalized. It was further reported the patient did end up developing cardiac tamponade the same night of the index procedure and required a pericardiocentesis. The patient is stable, however remains hospitalized.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained, and transseptal puncture (tsp) was performed successfully using the versacross connect (vcc) transseptal access system and watchman trusteer access system (was), though there was slight difficulty achieving optimal positioning on the septum. The left atrium (la) was accessed, and a pigtail catheter was inserted. A 31mm watchman flx pro closure device and delivery system (wds) was advanced into the laa. The wds did not fully expand initially, and a gentle tug was performed to facilitate expansion, after which the device expanded appropriately. The wds failed the initial anchor-engagement tug test, moving proximally, so it was fully recaptured and redeployed in an improved position. Wire bias was present due to the angle of approach, causing the wds to tug prematurely toward the ventricle when the sheath was retracted, though no complications were noted. The wds required several coaxial tugs to correct face inversion. Anchor engagement was ultimately achieved, the device passed the tug test, and the face inversion was accepted. The closure device was subsequently released and implanted. Toward the end of the procedure, a pe was noted on tee imaging, and it was monitored for approximately thirty (30) minutes, and no changes were observed. No medical or surgical intervention was required. The patient was admitted for observation to monitor the effusion. The patient remains hospitalized. It was further reported the patient did end up developing cardiac tamponade the same night of the index procedure and required a pericardiocentesis. The patient is stable, however remains hospitalized. It was further reported the patient was discharged.

Manufacturer narrative:
B5: information added.